Event description:
It was reported that the patient had an artificial urinary sphincter explanted and replaced with a 3.5 cm aus due to an unspecified reason. Further information was requested and not yet received.

Manufacturer narrative:
Device analysis: cuff fluid loss was reported. The ams800 device was visually inspected. There was a leak in the cuff pillow that was the result of wear at a fold. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. External support request form 92379044. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction pump analysis: cuff fluid loss was reported. The ams800 control pump was visually inspected. The pump was not functionally tested due to the cuff leak. Balloon analysis: cuff fluid loss was reported. The ams800 balloon was visually inspected. The balloon was not functionally tested due to the cuff leak. Additional components: model/catalog descriptions: control pump fgs iz and balloon fgs 61-70 cm. Model numbers: 72404127 and 72400024. Batch/lot numbers: 173923006 and 172015015.

Event description:
It was reported that the patient had an artificial urinary sphincter explanted and replaced due to a small hole in the cuff that was confirmed at explant, resulting in the system to gradually stop working, no fluid was left in the system.

Manufacturer narrative:
Additional components: model/catalog descriptions: control pump fgs iz and balloon fgs 61-70 cm; model numbers: 72404127 and 72400024; batch/lot numbers: 173923006 and 172015015.

Event description:
It was reported that the patient had an artificial urinary sphincter explanted and replaced due to a small hole in the cuff that was confirmed at explant, resulting in the system to gradually stop working, no fluid was left in the system.